Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped insulin delivery. Tandem technical support could not confirm this as customer was unable to upload pump data for review. Customer's blood glucose level was 315 mg/dl. Reportedly, customer continued to use the pump for insulin delivery.